Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syndrome and peripheral neuropathy. The patient reported feeling a shocking sensation. He stated that after the battery died on his previous im plant, he felt a surge of power which he described as shocking and overwhelming. Follow up with the patient's healthcare professional yielded no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.